Manufacturer narrative:
Initial.

Event description:
It was reported that the patient engaged in higher-than-usual outdoor activity in heat without pausing insulin as directed, experienced a blood glucose of 55 mg/dl, treated with oral carbohydrates (two peanut butter cups), and glucose subsequently rose to 86 mg/dl while using a dexcom g7 continuous glucose monitor (cgm) sensor and an infusion set and cartridge. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included recovery at home without healthcare utilization. Investigation included troubleshooting and patient education regarding exercise precautions and insulin management, and to pause insulin for atypical activity as instructed by the healthcare provider. Investigation of this case revealed no device malfunction and suggested user-related management error associated with unadjusted insulin delivery during increased activity. It was concluded that the cause was use error related to activity without adjusting insulin delivery per established instructions.